Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture grade IV and double capsule. Right side. The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture grade IV and double capsule. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on radius and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on radius and non-penetrating nicks. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. Nick striated assessed as surgical tool scratch like.